Event description:
The distributor reported the incident in august, 2004. The initial report indicated that during a nephrectomy, hem-o-lok endoscopic remover was unable to remove ligated clips from vessel. There was no additional info reported in august, 2004. Upon further correspondence with the distributor, additional info was reported in september, 2004 that during the nephrectomy, upon ligation of the renal vein, surgeon also ligated unintended part of the "crural vein." Surgeon attempted to remove two xl clips with endoscopic remover and was unsuccessful. Surgeon then proceeded to cut along the site of the trocar and used an open needle holder and sutured the renal vein inside the xl clip because there was a small space between the clip located on the specimen side and the pt side. No further pt complications were reported in september 2004. Remover was not returned from institution for evaluation.